Manufacturer narrative:
Product event summary: data files were returned and analyzed. Case logs and videos were reviewed and an expert mapper was consulted to determine the likely cause of the magnetic interference in the clinical environment. The lagging at the beginning of the procedure, prior to reboot, appeared to be known software anomaly av-4153: occasionally, after workstation reboot, the workstation central processing unit (cpu) usage went up to very high values, and the nvidia driver did not load successfully. The lag was clear from the videos, and the logs showed a frame per second (fps) of -10 fps in the viewer user interface, when it was supposed to be >30 fps. Rebooting the system resolved this issue, as expected. After the reboot, the display fps had improved, and the logs indicated the expected version of the graphics driver was running: "created an opengl context: 4.6 1 2." The "lagging" reported after the system reboot was not the lagging associated with low fps in the viewer display. The catheter position was jumping around because it would drop out due to magnetic interference. The catheter appeared "hatched" and the shaft partially disappeared to indicate this. The interference was happening on the posterior part of the anatomy, so likely caused by the part of the fluoroscopy equipment that was below the table (positioned too close to the patient's back). This hatched appearance was also observed prior to the system reboot. This is a user/system setup issue. If the user suspected magnetic interference from the fluoroscopy equipment at all, they might have tried moving the upper part of the equipment away from the chest, but this would have only brought the part from below the table closer to the patient's back and would have only made the problem worse. In conclusion, the "lagging, mapping issues" was confirmed through data analysis and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the system started "lagging" during map collection. The catheter was "jumping, making its movements not smooth" and the map collection unpredictable. The catheter position was difficult to assess due to its constant jumping. The entire system was rebooted, allowing the procedure to resume for about 15-20 minutes before the same problem reoccurred. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.